Event description:
This complaint is now reportable based on the analysis completed on 05/23/2007. It was reported that during unpackaging of the 3.50x24 mm taxus liberte drug eluting stent, it was noticed that the "balloon on the outside of the stent was semi-inflated". No patient complications were reported. However, the returned product revealed stent damage.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the damage detailed in the complaint. However, the details of the event description could not be confirmed. Visual examination of the unit revealed damage to the proximal and distal edges of the stent. The struts at both ends were flared. The balloon was visually and microscopically examined. The balloon was not tightly wrapped and appeared to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident count not be identified.